Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy. The patient's implant was not doing what it was supposed to be doing and the patient felt stimulation in their legs since (B)(6) 2016. The patient was seen at their health care provider's (hcp's) office on (B)(6) 2016 and they were told the battery was depleted. The patient's catheter was replaced monthly and the patient wanted to start to self-catheterizing, but their bladder was too stretched and it could not be done unless they had the implantable neurostimulator (ins). The patient mentioned other medical issues that happened before the ins was implanted including their stretched bladder, prostate issues, blood issues, and kidney issues, and only having one kidney. The patient wanted to know how to get the device replaced. The indication for use for this patient was gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported that the circumstance that led to the patient's device not doing what it was supposed to do and feeling stimulation in the legs was that the patient went for their monthly catheterization and normally had their device checked and the battery was dead. The steps taken to resolve the patient's issues was that they left a message with their health care provider's (hcp's) nurse and called the manufacturer about the policy for battery changes. The device not doing what it was supposed to do and the patient feeling stimulation in the legs had not been resolved.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient reported the interstim was in and was ¿not working.¿ when asked for clarification for ¿not working¿ the patient stated the battery ¿went out¿ and they had to get a catheter placed. The patient reported they were getting an ultra sound of their kidney and they were getting ready for a urodynamic study of their bladder. The patient reported they weren¿t sure what was going to be done with the device. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported the patient repeated their therapy didn't work and was just sitting in their body. Caller stated they were not sure if they were going to replace it or not. Caller stated they had just been self cathing. The caller also stated they got their new card, but it had the old doctor's name on it. Patient services called registration to update and order a new card. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient later stated that therapy has not worked for him in the past year or more. The patient stated he just moved and will be seeing a new urologist to determine what to do next.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: patient referenced previously reported issue of ins not working a long time ago a patient working with hcp to see what to do next. Patient said they had an x-ray but now patient needed an MRI for patient's lower back. Patient inquired about an MRI for patient's back arthritis. Patient confirmed it was unrelated to the device. Patient was given information. Patient also inquired if they could get ins removed. Patient was directed to hcp. Patient had also inquired about ID card, and was transferred to patient services. There were no further complications reported.